Event description:
Blisters on my back/skin surface: blistered and peeled [blister]. Skin surface: blistered and peeled [skin exfoliation]. Case description: this is a spontaneous report from a contactable consumer through pfizer-sponsored program thermacare (B)(4) page. A consumer of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date for pain. Relevant medical history and concomitant medications were not reported. The consumer experienced blisters on back from the lower back heat wrap and provided an image of the skin surface which was blistered and peeled on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was not recovered. No follow up attempts possible. No further information expected. Company clinical evaluation comment: based on the information provided, the events blisters on my back and peeled as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events blisters on my back and peeled as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.